Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a decentered flap (irregular flap) caused due to the patient movement in the left eye, so the surgeon not to lift the flap during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. According to initial report by the local clinical application specialist, the patient moved, and flap was decentered. The surgeon decided not to lift the flap. The provided treatment report confirms the described event, as the applanation is decentered and the flap is cut irregularly, seemingly stretched vertically. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-two successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause could be identified as patient condition related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).